Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4).

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record for 00515042000, lot number 63404493, identified no deviations or anomalies. Product examination found that the battery pack had ruptured from overheating batteries. The sealed packaging had not been opened. This complaint is confirmed. The reported event claimed that the sealed unit had ruptured before it had been opened was confirmed. Changes have been implemented to adjust the length of the wires inside the battery pack. This means that there will no longer be a need to tightly fold wires inside the battery pack in order for them to reach their respective circuit contacts. This reduces the risk of a short circuit. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the product was received with black contaminants in the sterile packaging, which looked like debris/ashes/dust. It was discovered upon receipt of the product. No adverse events have been reported as a result of the malfunction.